Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer selected a bolus of insulin directly on pump. He said heard that the bolus was delivered. Later, his blood glucose level was too high (500 mg/dl). He reported the bolus was not in the history. Correction bolus later at 09:00 pm, was in the history. No adverse event reported. A request was made for the return of the device.